Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, one opening extended and red particles on the gel. A microscopic analysis was performed which identified, one opening sharp and stress mark near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius due to surgical impact.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device remains implanted.